Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) is detached, and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound broncho fiber videoscope exhibited that the adhesive on the bending section cover (a-rubber) is detached, and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. There were no reports of patient involvement.